Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. During troubleshooting, insulin did not come out. Customer again rewound insulin pump and attempted to deliver another 5.0 units of insulin and was able to deliver 20 units but not properly. Customer was advised to do a complete set change and to call back should issue persist.